Manufacturer narrative:
The hospital took a pictures and then discarded the catheter. We were able to do an examination based off the photos sent from the customer. As shown in the photo the balloon appears to have been torn off the 131hvf7 catheter. There is latex visible at both the distal and proximal bonds and the latex between the bonds is not visible (missing) in the 3 attached photos. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was discover at the initial inspection before use, that the balloon was broken. Unfortunately, the swan ganz catheter is not available for evaluation.

Manufacturer narrative:
Correction was made to the lot manufacturing date.